Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported a skin irritation under the ECG electrodes and the therapy electrode pads. She reported the areas under the ECG electrodes get very hot like a burn and that the area itches. She reported scratching causing the area to bleed. The irritation under the therapy electrodes was also reported to itch. The patient reported having very thin, sensitive skin and that this issue would still exist to some degree without the lifevest. The patient reported that she would attempt to contact her doctor regarding the irritations. Multiple unsuccessful follow up attempts were made between 07/08/2015 and 07/16/2015 to determine the status of the skin irritation. Medical outcome of the skin irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.